Event description:
The customer states that the operator of the architect i2000sr analyzer mistakenly placed a bottle of pre-trigger solution instead of wash buffer onto the instrument. This error was confirmed by measuring the ph of the solution. This caused false negative results for first time donors with the architect anti-hcv assay and the architect hiv ag/ab combo assay (total number of donors affected is three). Some results went to exceptions because error code 1005 (result cannot be calculated, final rlu read is outside the specification of the lowest calibrator) was generated. One sample that did not generate an error code was questioned by the physician. The laboratory retested several samples saved from this patient and determined a (B)(6) result had been generated. There was no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. The laboratory technician mistakenly used a bottle of pretrigger or trigger solution (unknown lot) when preparing a 10 liter container of wash buffer instead of using the concentrated wash buffer solution and then placed this onto the architect instrument, which lead to (B)(6) results for two patients (not two donors as initially reported). It was initially reported that a bottle of pretrigger solution was placed onto the analyzer in place of the wash buffer solution. Also, the customer had initially reported a (B)(6) combo result for a first time donor, but this was also clarified by the customer to be a true (B)(6) result, which is unrelated to the reported incident. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The customer's issue was one of user error in the preparation and usage of a bulk solution.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).